Event description:
It was reported that the patient had a revision. During the procedure, impedance measurements of >10000 ohms were seen on all electrodes. Further information was requested.

Manufacturer narrative:
(B)(4).